Manufacturer narrative:
The reported complaint of the autopulse platform (serial #: (B)(4)) stopped compression after 6 minutes of use was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective drivetrain motor, likely due to defective component. Upon visual inspection, no physical damage was observed on the autopulse platform. A review of the archive data showed the autopulse platform stopped compressions multiple times due to the user advisory (ua)17 (max motor on time exceeded during active operation) error message around the customer's reported event date, thus, confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. During further functional testing, user advisory "(ua)17" (max motor on time exceeded during active operation) replicated multiple times during run-in test, thus confirming the reported complaint. The error messages were triggered when the autopulse did not reach target depth within the specification. This was caused by the defective drivetrain motor. The drivetrain motor was replaced to address this issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number: (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #: (B)(4)) stopped compression after 6 minutes of use. The crew replaced the li-ion battery, platform performed for 6 minutes and then it stopped compression again. The crew switched to manual CPR until arrival at the hospital. Patient's status is unknown.